Event description:
Information received by medtronic indicated that the customer received pump error 81 (the motor processor did not ack a command from delivery manager in reasonable time. Data in the alarm can identify which command it was) and pump error 82 (the hrm task did not grant motor power in reasonable time). Troubleshooting was performed and the customer was able to clear the alarm and rewind the pump successfully. The pump passed the self-test. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and the device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, and self test. The pump passed the displacement accuracy test at 0.0872 inches. No pump error 82 and pump error 81 alarms were noted during testing. During self test, the red led indicator turned on and the vibrator motor vibrated with both functioning properly, the hardware worked as expected. Test p-cap and reservoir locks properly into the reservoir compartment. Successfully downloaded pump history files and traces using thump software. Pump alarmed a pump error 82 alarm on the event date of 05/31/2023 at 17:22:30.000 due to a possible software error in the traces and indicated that power was granted to the motor microcontroller by the main microcontroller after the pump error 82 occurrence. Pump alarmed a pump error 81 alarm on the event date of 05/31/2023 at 17:22:30.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor and force sensor. However, there is moisture damage isolated to the battery tube. Motor was tested outside the pump case on the ngp system test board and passed. The following were also noted during visual inspection: scratched case, and pillowing keypad overlay. Pump error 82 was confirmed in the pump history files and traces due to a possible software error. Pump error 81 was confirmed as a consequence of pump error 82. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Event description:
As per the information reported by the customer, all the error alarms were resolved. Hence the case was not reportable and not required for reporting.